Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 30mg/dl. The customer stated that the paramedics were called to take to the emergency room. The customer stated that he treated his blood glucose base on the sensor glucose reading over 400mg/dl, rather than his blood glucose reading of 165mg/dl. No further information was provided.